Manufacturer narrative:
Device brand name unknown. Abutment screw product code unknown. Device item number and lot number is not known. 510k is not known.

Event description:
The customer reported that the patient presented with a broken unknown abutment screw within the (B)(4) biomet 3i implant. The broken abutment screw was not retrieved and the implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium screws, it is recommended to torque at 20ncm. The alleged malfunction is confirmed. A root cause cannot be determined.